Manufacturer narrative:
Date of birth: 1958. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-07821. It was reported that balloon rupture occurred. The target lesion was located in the brachial cephalic vein. A 12.0 x40, 75cm gladiator¿ balloon catheter was advanced to post-dilate a previously implanted 12mm epic stent. However upon the initial inflation at 12 atmospheres, the balloon ruptured. The device was removed intact and it was noted that the balloon burst longitudinally. Another 12.0 x40, 75cm gladiator¿ balloon catheter was then advanced. However upon the initial inflation at 13 atmospheres, the balloon ruptured circumferentially. Upon removal, the device became stuck in the stent and only a small piece of the balloon was removed. However, the balloon at the tip and the shaft could not be removed. The sheath was taken out to attempt to remove the rest of the balloon and the shaft but the end of the balloon collapsed on itself and made the end of the balloon big enough that it would not come thru the stent. The procedure was aborted and the device was stitched in place, wrapped with sterile gauze and covered with a sterile tegaderm. The patient was then sent to the emergency room with the shaft hanging out of their arm. A cut down was then performed to remove that shaft and a small of piece of the balloon which was jailed to the epic stent and could not be initially retrieved. No further patient complications were reported and the patient's status was good, awake and was discharged alert with no other issues.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified a longitudinal tear in the balloon material. The tear was located at 1mm proximal to the proximal markerband and it stretched 28mm distally along the balloon. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-07821. It was reported that balloon rupture occurred. The target lesion was located in the brachial cephalic vein. A 12.0 x40, 75cm gladiator¿ balloon catheter was advanced to post-dilate a previously implanted 12mm epic stent. However upon the initial inflation at 12 atmospheres, the balloon ruptured. The device was removed intact and it was noted that the balloon burst longitudinally. Another 12.0 x40, 75cm gladiator¿ balloon catheter was then advanced. However upon the initial inflation at 13 atmospheres, the balloon ruptured circumferentially. Upon removal, the device became stuck in the stent and only a small piece of the balloon was removed. However, the balloon at the tip and the shaft could not be removed. The sheath was taken out to attempt to remove the rest of the balloon and the shaft but the end of the balloon collapsed on itself and made the end of the balloon big enough that it would not come thru the stent. The procedure was aborted and the device was stitched in place, wrapped with sterile gauze and covered with a sterile tegaderm. The patient was then sent to the emergency room with the shaft hanging out of their arm. A cut down was then performed to remove that shaft and a small of piece of the balloon which was jailed to the epic stent and could not be initially retrieved. No further patient complications were reported and the patient's status was good, awake and was discharged alert with no other issues.